Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he filled a reservoir and the reservoir put insulin back into the insulin vial and he also received a no delivery alarm when the insulin pump's drive moved forward and meet the reservoir. Blood glucose value was 208 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. He was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir and the no delivery alarm was resolved. The product would be replaced and returned for analysis.